Manufacturer narrative:
No conclusion code available; failure event observed during analysis. Final analysis found that the insulation was abraded at 25.0cm to 25.4cm and 26.9cm to 27.1cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device.

Event description:
This report is to advise of an event observed during analysis.